Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue was that the device power button was jammed and would not be pulled out. It was confirmed that the design change was carried out for improvement of damage resistance of the power switch. Improved products have been shipped since november 26, 2013. Since the device was manufactured before november 2013, the identified causes are considered to be design attributable. Since the device is manufactured before nov 2013, before the countermeasure due to the design change of the power switch, it is likely that the power switch was damaged because the amount of operating force and the number of times the power switch was applied exceeded the assumed value. The frontal panel label was damaged due to the instantaneous addition of a large load from outside out of the frontal panel label normal use condition. The user had implemented the desired lamp (non-specified product) without noticing (or ignoring) the description in IFU.

Manufacturer narrative:
There is no additional information for this event as yet. The event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufactured date is not known. The user¿s complaint was confirmed. The device was fully inspected and failed full inspection. The power switch was of old type needing an upgrade. The lamp had a non-olympus bulb and was out of specification with over 500 hours. Front panel warning label was missing. There was minor corrosion on the device.

Event description:
As reported for this event, the device power button was jammed and would not be pulled out. There was no reported patient involvement.